Manufacturer narrative:
Review of lot history records for the involved device confirmed manufacturing steps and processes were met and followed. Product met final inspection and testing requirements prior to shipment.

Event description:
Patient developed an infection in the left axilla 10 days post miradry treatment. Antibiotics were prescribed. An ultrasound examination was scheduled but the results were not provided. The infection improved by 20 days post-treatment.